Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted the female connector separated from the main body. The insert was not present on the female connector however, there was evidence that one was previously present. There was evidence of solvent inside the barrel of the light blue main body component. The reported condition was verified. The cause of the broken solvent bond between the two components was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector was separated from the main body of a minicap transfer set. It was further reported that there was a damage on the main body thread fragment. This was noticed during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.